Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to rewind the insulin pump. Unable to complete the fill cannula process due to alarm has recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. The audio tone or vibrate feature on the insulin pump functioned properly during testing. Hardware low level failures error alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.